Event description:
Customer complaint - limited data available. Customer complained that the device's controller malfunctioned.

Event description:
Customer complained of device controller just basically exploded.